Event description:
It was reported that an ilet pump displayed alert 41 during training when the user attempted to rewind the insulin mechanism without supplies, and repeated restart alerts occurred despite multiple restarts. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or medical care. Investigation included customer support troubleshooting, confirmation of device restart attempts, verification of charge status, and instruction to shut down the affected unit and start therapy on a different pump. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.